Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement greater than 125 ohms. No adverse patient effects were reported. This product remains in-service. Additional information indicates that the patient's lead's were a competitor's product and that all other lead measurements were normal. At this time, no further product testing has been planned. The physician plans to continue to monitor the patient.